Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device reset after radiotherapy. The device was explanted and replaced. No adverse consequences for the patient were reported.

Manufacturer narrative:
.

Manufacturer narrative:
The reported event of a device reset was confirmed. Analysis of the device image showed that the device had a software reset due to a parity error. The root cause of the parity error is believed to be exposure to radiation therapy.